Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Only distal portion of the lead was returned. Electrical tests indicated normal characteristics. Analysis found external insulation abrasion at 15.0cm to 15.4cm from distal tip over the empty lumen, consistent with friction to the ICD can. Multiple small internal insulation abrasions were found under the rv shock coil, between 4.6-5.6cm from the distal tip. Coating on the visible rv cables was intact.

Event description:
The lead was explanted due to loss of capture and high impedance.